Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via call that inner edge of the reservoir had air bubbles. Customer¿s blood glucose level was 344 mg/dl at the time of incident. Approximate size of air bubbles was bunch of tiny bubbles. The reservoir will not be returned for analysis.